Event description:
During index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid rca. On the same day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Correction to event date - date of event has been confirmed as (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).